Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an MRI tech had a note in the patient  file that says in 2018 the implant was aborted due to bleeding. The left lead was removed and the right lead was connected to the implantable neurostimulator (ins). MRI tech had no additional event information.